Event description:
The MFR received info from a third party service ctr alleging a ventilator would not work on ac power. The device was not in pt use.

Manufacturer narrative:
The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.